Event description:
It was reported that on (B)(6) 2026, the patient reported fatigue and dizziness, so the ventricular assist device (vad) coordinator adjusted their vad speed from 5000rpm to 5100rpm and discussed the right heart catheterization (rhc) performed on (B)(6) 2026 to rule-out right ventricular failure (rv) failure/low cardiac output (co).

Manufacturer narrative:
Section a: date of birth information was not provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.